Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ other has been completed. The console logs show multiple interactions of the user with the mute soft key of the console but do not confirm the reported low volume alarm. The inspection of the internal circuitry revealed no anomaly. A digital sound level meter was utilized and the console found to be within specification per preventive maintenance procedure. The root cause of inaudible alarms could not be confirmed from the logs or from device analysis. There was no problem found with the console. D2 common device name revised on manufacturer device report in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures.

Manufacturer narrative:
A.5 is unknown. The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a male patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During impella support, the automated impella controller (aic) was in patient use and the nurses had complaints that the alarms volume was too low on the aic. They could not hear the alarms properly when they were not close to the aic. Medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome (patient's demise).